Manufacturer narrative:
This report is based on evaluation results completed on march 1, 2012. (B)(6). Recall # 2531779-03/24/2010/003-r. Evaluation revealed that the display screen was lifting causing the force sensor pins to lift. Review of the pump history revealed loss of prime warnings associated with zero force. The pump was exercised for 24 hours with no alarms or failures. The force sensor calibration reading was found to be out of specifications. Corrosion was found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient initially called animas alleging the pump emitted frequent loss of prime warnings. The pump was returned to animas and investigated. The display lens was removed and the display screen was lifting causing the force sensor pins to lift with it. Contamination was also found on the force sensor plate. This complaint is being reported based on the investigation results.